Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module vision acquisition (pmva) cable and core cable to correct the reported issue. The system was tested and verified as ready for use. Isi has received the pmva for evaluation, however, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A log review confirmed the gastric bypass (roux-en-y) procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the e-100 not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 lights turned red. The customer continued to experience issues with the e-100. The e-100 power button turned red. The vessel sealer extend was moved down to the integrated electrosurgical unit (iesu) to continue. The technical support engineer (tse) did not confirm any errors in the logs. The tse advised the customer to RMA the instrument. The customer continued with the procedure. The surgeon requested service on the e-100. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the personality module video auxiliary (pmva) involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm or replicate the reported issue of the e-100 generator. Failure analysis installed the pmva onto the pca xi test system. The system started up normally. The pmva unit passed the video check, speaker test, and calibration. The system was set to idle for ten minute and one hour power cycles with no issue. The pmva and e-100 generator worked when tested together.

Event description:
Refer to h10/h11 for follow-up information.